Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device jammed after half of the clips were fired. The second device, the clips were uneven. Case completed with third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).